Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that their pump may have delivered a bolus when it wasn't supposed to. The delivery anomaly may have been due to accidental button pressing. The customer experienced low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 196 mg/dl at the time of the call. The customer used food and orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer stated that they programmed a larger fixed amount than was required by the instructions for use. The insulin pump will not be returned for analysis.